Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer did not recall how the screen be came cracked. The pump was still functional. Customer's blood glucose level was 195 mg/dl. Reportedly, customer would continue to use the pump for insulin therapy.